Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device intermittently would not power up. Complainant indicated that the clinician removed the battery and placed it back into the device and the device powered up to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and battery and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the activity log did not find any evidence to support to the customer report. The device's battery lugs were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.